Event description:
It was reported by the customer that a pyxis medstation system had failed while recovering the drawer, preventing user to access the required medication. During device inspection, a field service engineer reseated the connections to resolve the issue. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station had failed while recovering the drawer. A field service engineer reseated all the connections inorder to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: d1, d4, g1, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had failed while recovering the drawer. A field service engineer reseated all the connections to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that the bd pyxis medstation system had failed while recovering the drawer. The user was unable to issue or remove medications at the time. There were no adverse events or injuries reported based on this incident.